Manufacturer narrative:
A fractured lead was reported to abbott. It was determined x-rays showed that the patient's lead fractured. Lead diagnostics showed that contacts 5-8 of the lead had all high impedances. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI:(B)(6), serial: (B)(6), batch: 8768557

Event description:
It was reported that x-rays showed that a lead fractured. Lead diagnostics showed that contacts 5-8 of the lead had all high impedances. It was noted that the patient had multiple falls. Surgical intervention may be undertaken to address this issue. It is unknown which lead can be attributed to this issue.